Event description:
Ventilator failed to ventilate-possibly due to loss of power supply. Per md note, pt "had an event overnight where her ventilator failed and she had a sinus pause. Since that time she has been doing a little better."